Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet system with continuous glucose monitoring, with reported glucose values up to 592 mg/dl and duration outside target for several hours; the user later disconnected from the ilet and self-administered 6 units of rapid-acting insulin as backup therapy per prior guidance to disconnect before reconnecting. Symptoms included no reported acute clinical effects. Outcomes included no medical intervention, no hospitalization, and self-management at home. Investigation included complaint intake assessment and user troubleshooting and education. Investigation of this case revealed an unclear cause of hyperglycemia with no identifiable device malfunction based on available information. It was concluded that the event was user-reported hyperglycemia of unclear cause, with education provided and no clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.